Manufacturer narrative:
Evaluation results: one portex tracheostomy tube was returned for investigation in used condition. Visual inspection revealed a dark discoloration of the inflation balloon extending approximately 2 inches into the inflation line. The customer reported product problem was therefore confirmed. A leak test determined that there was no leakage. To allow further inspection of the discolored pilot balloon, the balloon was cut opened to inspect the inside surface. The intent was to determine if the discoloration was the result of an introduced substance that was loose inside the balloon, or if it was a characteristic of the material itself. The discoloration was determined to be characteristic of the material itself. No loose substance was present on the inside of the pilot balloon. It appeared that the material of the pilot balloon and the inflation line changed coloration from an unknown cause. As an attempt to replicate the issue, a portion of the inflation line, without discoloration, was removed (cut away) and was placed in a vessel containing chlorine bleach. The sample was submerged in the bleach overnight. When the sample was inspected, it showed signs of discoloration at each end that was very similar to that of the inflation balloon of the returned sample. Because the customer stated (within the attached correspondence) that the discoloration was not evident until after the trach tube had been used on the patient, this may suggest that the cause for the discoloration may have originated from, or perhaps was a reaction to an introduced substance (i.e., cleaning solutions or a residual solution from a syringe used for inflation). While the discoloration was observed on the returned sample, the cause for this discoloration could not be determined with any certainty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical portex cuffed flex d.i.c tracheostomy tube pilot balloon was black on the inside and slightly went up the tube. The issue was discovered upon cleaning. It was also reported the patient was still using the device until a routine tracheostomy change out was performed. There were no adverse patient effects.